Event description:
It was reported that the user experienced an alert 38 indicating a motor stall on the ilet pump, which persisted despite multiple restarts, and a replacement device was arranged; during the event the user reported hyperglycemia with a highest blood glucose of 365 mg/dl for about 12 hours and administered a manual injection of 10 units. Symptoms included dizziness associated with hyperglycemia. Outcomes included transient hyperglycemia without hospitalization or professional medical intervention. Investigation included review of device performance and user reports, replacement logistics, and return of the original device for assessment. Investigation of this device revealed a suspected motor stall consistent with a pump mechanical malfunction affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue consistent with a motor stall.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.